Event description:
The customer stated that he performed control tests using his contour meters and received results over 300 mg/dl. While troubleshooting, he performed 2 control tests and received results of 398 and 378 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.